Event description:
It was reported that continuous decrease in pacing impedance was observed. The course of values has been noted and will be monitored. The patient was asymptomatic and doing well.

Manufacturer narrative:
(B)(4).